Event description:
Customer reports to have experienced keypad anomaly. Customer reports that when attempting a bolus and pressed up arrow button, numbers began to ramp up. Customer reports that buttons were not responding. Customer's blood glucose was 226 mg/dl. Customer does not know what caused anomaly. While troubleshooting, customer also received a button error alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing noted. No unexpected numbers ramping/scrolling on their own noted. The insulin pump was also received with cracked case at display window corners, battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.